Event description:
It was reported that the device was tagged for repair at the user facility, the tag stated that there were exposed copper wires. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Evaluation in progress.

Event description:
It was reported that the device was tagged for repair at the user facility, the tag stated that there were exposed copper wires. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The field service technician was able to confirm the reported event. The root cause was determined to be due the power cord plug exposed wires. Based on the risk documentation, the insulation can break down due to being exposed to rough surfaces, sharp edges or corners. The technician replaced the power cord and the rover functioned as intended.